Event description:
It was reported that a device embolization occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted in the laa of the patient. There were no reported complications. On (B)(6) 2019 the patient came in for a 3 month follow up procedure. A transesophageal echocardiogram was performed. The images showed that the device was dislodged and was in the abdominal aorta. The patient was asymptomatic and there was no adverse event. The device was successfully removed percutaneously with a 18fr catheter and snare. The next day, the patient was implanted with a new 24mm watchman laa closure device. On (B)(6) 2019 the patient was discharged from the hospital.